Event description:
Boston scientific received information that this patient coded the night following the implant procedure. The patient required an external shock and was intubated. Reviewed episodes identified several non-sustained ventricular tachycardia and two treated episodes. The electrograms noted possible undersensing causing therapy to divert.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Subsequently, boston scientific received information that this patient had died four days following the implant procedure. The local representative reported that, from the physician's perspective, there were no allegations or complaints against the device's functionality or that the procedure may have caused or contributed to the patient's death. Following regaining of the stored electrograms, a review of the episode found that the divert-reconfirm was most likely not caused by undersensing. According to the local representative, it appears that the patient's spontaneous arrhythmia had been terminated following delivery of both internal and external defibrillation. However, the patient died a few days later and the cause of death was not reported to the local representative. It was not known if an autopsy was performed and the device has not been received at boston scientific's return products department.